Event description:
Healthcare professional reported left side "minimal collection of laminar fluid", "small circumscribed nodule in the lower medial left quadrant, with intermediate signal at t2 and hyposignal at stir; suggesting steatonecrosis", late recurrent seroma, pain, deformity, discomfort. "Patient received corticoid and anti-inflammatory therapies, without response event with drainage". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The events of necrosis and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis and seroma-late.

Event description:
Healthcare professional reported left side "minimal collection of laminar fluid", "small circumscribed nodule in the lower medial left quadrant, with intermediate signal at t2 and hyposignal at stir; suggesting steatonecrosis", late recurrent seroma, pain, deformity, discomfort. "Patient received corticoid and anti-inflammatory therapies, without response event with drainage". The device remains implanted.